Event description:
It was reported that the pump battery was intermittently depleting quickly. Customer's blood glucose ranged from 144-145 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.